Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted on (B)(6), 2013 during a stenting procedure. According to the complainant, the stent was implanted to treat an esophageal leak. During follow up on (B)(6),2013, blood leakage was found through the stent. The physician noted a hole in the proximal portion of the stent cover during endoscopy. It was reported that the bleeding was due to the esophageal leak that had not healed completely and that the stent had not caused the bleeding. On (B)(6),2013, the stent was removed and another wallflex fully covered esophageal stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted on (B)(6) 2013 during a stenting procedure. According to the complainant, the stent was implanted to treat an esophageal leak. During follow up on (B)(6) 2013, blood leakage was found through the stent. The physician noted a hole in the proximal portion of the stent cover during endoscopy. It was reported that the bleeding was due to the esophageal leak that had not healed completely and that the stent had not caused the bleeding. On (B)(6) 2013, the stent was removed and another wallflex fully covered esophageal stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully deployed stent only was returned for analysis. A visual examination of the stent found that the suture was detached from the stent. There were 2 holes and 2 slits present in the stent cover at the flared end. These holes / slits were smaller than 1.0 mm in diameter. This passes the in process inspection criteria per the wallflex esophageal stents inspection procedure. No other issues were noted with the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets specification; however, the user is dissatisfied with the function, performance, or appearance of the product. The most probable root cause classification is user preference issue.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.